Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3: device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Customer cleared the alarms to address the issue and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 114-120 mg/dl.